Manufacturer narrative:
The manufacturer previously reported wrong information in section b5. After review, it was determined that section b5, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, if follow-up, what type, if follow-up, what type, date received by mfg (rfb), date received by mfg, device serviced by 3rdp should be corrected. Description event or problem has been corrected as and reported as below: a device was returned to a third-party service centre in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. There was no report of medical intervention. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The third-party service centre concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.